Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00509: case 2, 3025141-2019-00510: case 3, 3025141-2019-00511: case 4, 3025141-2019-00512: case 5, 3025141-2019-00513: case 6.

Event description:
Article: the treatment of proximal humeral fractures with a "polarus" intramedullary nail, dall'oca, c.; maluta, t.; leone, n.; micheloni, g.m.; lavini, f. Acta biomed 2014; vol.85, supplement 2:25-30. Case 1: patient experienced deep wound infection following implantation of a polarus nail; hardware removed and treated with antibiotics.